Event description:
Customer reported that she had low blood glucose episode. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 28 mg/dl when the paramedics arrived. Customer stated that her daughter was not able to wake her up and called the paramedics. Customer stated that she had hard time rewinding her insulin pump and so did the firemen. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads.